Event description:
An article titled "cognitive function during vagus nerve stimulation for treatment-refractory epilepsy: a pilot study using the critical flicker fusion test" was reviewed. It was noted that male patient who was (B)(6) years old at the initiation of the study presented a 33.3% increase in seizures after 12 months of vns therapy. His age was 50 when the increase was determined. The patient had been diagnosed with learning disabilities. His epilepsy had lasted 43 years and he had 3 antiepileptic medications. The seizure frequency baseline was 8 seizures /month. After 12 months of vns therapy he had 8 seizures / month. It was noted that although changes to antiepileptic medications by the treating clinical team were allowed throughout the duration of study, participants remained on the same medications and dose throughout the study period. No additional relevant information has been received to date.